Event description:
It was reported that the ring electrode on the right ventricular lead was not operating correctly. The lead was programmed to unipolar configuration, however the lead was previously programmed to unipolar and the patient passed out during interrogation. The lead was capped and replaced (B)(6) 2018. The patient was stable post procedure.